Event description:
It was reported that the implantable neurostimulator (ins) showed high impedances when tested during implant. The healthcare provider (hcp) tried wiping down the lead and re-inserting more than once, but the issue was not resolved. After using a new ins, the impedance issue was no longer present. The issue was resolved with new product, and the old ins that showed high impedances was sent back for analysis. No patient injury and patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: setscrew backed out too far. Normal impedances were measured when using a known good lead attached to the ins. Final device analysis of lead revealed the following: no significant anomaly. Noted that lead body conductor was crushed, suspected tool marks in outer insulation, and suspected body fluids were observed in lead, but determined these were not significant anomalies. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.